Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic, phrenic nerve, and extracardiac stimulation, and continuous discomfort due to a dislodgement of the left ventricular lead into the subclavian vein, which was confirmed via x-ray. The lead also had failure to capture in all pacing vectors. The lead was programmed off. No further patient complications have been reported as a result of this event.